Event description:
It was reported that the implant was working ok until (B)(6) 2010. On (B)(6) 2010 when the pt woke up in the morning, she could not hear anything with her device. Testing showed that the device has malfunctioned. The pt was scheduled to be reimplanted on (B)(6) 2010. There is no info available at the moment, if the reimplantation was carried out.

Manufacturer narrative:
There is no info available at the moment, if the device has already been explanted or not. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.